Manufacturer narrative:
The strip lot number was not provided by the customer. No further investigation is possible without this information. The issue will continue to be tracked and trended.

Event description:
Patient self tester reported a correlation issue when testing with inratio. The results are as follows: (B)(6) inratio: 3.4, (B)(6) inratio: 4.6, (B)(6) inratio: 1.6. Patient self tester's therapeutic range: 2.0-3.0. Patient self tester mentioned that a lab test was performed after the inratio test on (B)(6). He was unable to provide the time between the tests and did not have the lab inr result. The visiting nurse was not available and patient self tester stated he was unable to provide a phone number for the nurse. This information was requested but not provided. Patient self tester explained that he is blind and unable to provide the lot number information. The monitor serial number was provided by the distributor.